Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump. She stated that the alarm occurred during the prime. The blood glucose reading was 398 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.